Event description:
It was reported that the customer was hospitalized with low blood sugar levels of 55 mg/dl. It was reported that the customer had a fever. No troubleshooting was performed. No other info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.